Event description:
The customer reported that the power management (pm) board was replaced, but unit is still exhibiting a burning smell. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. Product support advised customer that bench is an option for evaluating the v60. Product support advised 3rd party field service engineer (fse) to order power management (pm) board, cpu board, and power supply. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.